Event description:
While using night aligners, the patient reported, "that they have been having jaw pain for several months now. They saw dds and were told that the aligners are causing their teeth to come down in an "unnatural" way. Causing stress on the jaw".

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.